Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The investigation of the va locking screw has shown that the screw head as well as threaded screw tip is stripped and deformed. Furthermore, there are several mechanical damages at the stardrive access as well as at the threaded shaft visible. The complaint is rated as confirmed for this va locking screw as the screw head as well as threaded screw tip is stripped and deformed. Further investigation of the screw has shown that are several mechanical damages at the stardrive access as well as at the threaded shaft visible. According to the narrative of the complaint description we can only assume that a mechanical overload situation during insertion surgery, which finally caused to the occurrence of this implant. The damage pattern at the threaded screw shaft near screw head shown that the screw had an metallic contact with the plate. This indication let us assume that the screw had a wrong angulation during insertion which lead to the stripped thread. By the evidence, that the device passed our final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot : part: 04.130.210s, lot: 38p9474, manufacturing site: grenchen, release to warehouse date: 19 february 2020, expiry date: 01 february 2030. A manufacturing record evaluation was performed for the finished device part: 04.130.210s, lot: 38p9474, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for the fourth metacarpal bone fracture with the plate and screw in question. During the surgery, the surgeon set the plate and inserted screws, but when he inserted the final locking screw, the screw wasn¿t locked to the plate. The surgeon tried to remove the screw, but the screw was stripped, and it couldn't be removed. The surgeon tried to remove only the screw a few times, but it couldn't be removed, and he decided to remove the plate and screws. The surgeon could remove screws except the stripped screw. He cut the plate and removed the stripped screw with the pliers. After that, the surgeon used another plate and screws. The surgery was completed with a sixty (60) minutes delay. The patient was reported as stable. No further information is available. Concomitant device reported: unknown locking screw (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 10mm. This is report 1 of 2 for (B)(4).